Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours in the arm. The patient visited the emergency room and was subsequently admitted. The patient reported they believe the diagnosis given was sepsis. Symptoms reported include pain, swelling and inflammation. The patient was treated with IV (intravenous) antibiotics and reported he will need them for 1 1/2 months. The patient is currently still in the hospital at time of notification.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.